Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified an explanted femoral and tibial component with signs of use, however, the reported event was unable to be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet polished finned tibial component 87mm catalog #: 141257 lot #: ni, vanguard posterior stabilized tibial bearing 12mm x 87/91mm. G2 - report source - foreign: event occurred in new zealand. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial and femoral component loosening approximately eight (8) years post-operatively. No additional information is available.